Event description:
It was reported that a visible fracture was evident on the patient's right ventricular (rv) lead coil during routine device change-out. The patient's rv lead coil was recording high impedance. The rv lead was capped and replaced successfully. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).